Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt the left ventricular lead was positioned in the lateral coronary vein. The lead pulled out when attempting to remove the catheter. Implant of the lead was reattempted, but the lead pulled out each time when slitting the catheter. There were no other coronary sinus options for implanting and the lead was not implanted. The left ventricular port on the device was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.